Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the insert did not seem to lock into tray properly. Surgical delay of 5 minutes noted. Doe: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 151640405, lot number 744938. Device history review: DHR reviewed - no deviations or nonconformances were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).